Event description:
New information noted that the implantable cardioverter defibrillator exhibited noise oversensing. No intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, oversensing was noted on the right ventricular channel of the device. The oversensing was found to be myopotential. Programming changes were made. The patient did not experience any adverse consequences and will continue to be monitored.